Event description:
It was reported that during an implant procedure, two left ventricular lead were attempted to be positioned in the patient's coronary sinus (cs), but neither lead would advance beyond five to six centimeters. The venogram showed a open cs and a zip wire would advance farther, but neither lead could not be advanced and positioned. An epicardial lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).